Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implantable pump. Boluses per day: 4 but normally only takes 2-3 per the patient¿s representative. The indication for use was non-malignant pain. The patient¿s representative reported that for the last couple of weeks the patient has been having issues with their communicator. The caller stated that when the patient goes to do a bolus, it used to be within a minute and now it is taking 6-10 minutes to complete and they were having to charge communicator every 3 days. The agent walked the caller through clearing the data on the handset and explained charging the communicator every few days was normal. The troubleshooting steps that were taken on the call resolved the issue.